Event description:
The customer reported that he experienced high bgs (329-386mg/dl) within the first day of activating a pod despite having administered multiple correction boluses. The pod was removed and he programmed the bolus, but stated that no insulin came out of the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.